Event description:
Information received indicates the product was explanted after 58 months implant duration when echo revealed turbulent flow in the pulmonary arteries with high gradient reported. The device was replaced with no additional patient complication reported.